Event description:
It was reported that the patient was admitted for incessant asymptomatic low flow alarms. Log file analysis captured momentary low flow events and low flow alarms between (B)(6)2022 and (B)(6)2022. A transesophageal echocardiography (tee), transthoracic echocardiography (tte) and catheterization were performed. The tte showed mobile echo densities, potentially representing thrombus or pannus. The aortic valve was open on all beats, and mild aortic valve regurgitation was noted. A tte on (B)(6)2022 noted an akinetic left ventricular apex, paradoxical septal motion, a severely decreased left ventricular ejection fraction at 30%, the aortic valve open on all beats, and mobile echo densities on the inflow cannula suspicious for thrombus. A cta of the chest on (B)(6)2022 captured outflow graft filling defects, concerning for twist or thrombus. It was noted the patient had resumed coumadin (warfarin) and heparin drip. The patient was diagnosed with possible extrinsic outflow graft obstruction (eogo) on (B)(6)2022. A tee was performed on (B)(6)2022. A left heart catheterization was performed on (B)(6)2022 after 2 large stents were placed in the outflow graft. The patient would continue on coumadin (warfarin) 1mg dose nightly and would start plavix (clopidogrel) on (B)(6)2022. The patient was ultimately explanted on (B)(6)2022 due to recovery of cardiac function.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of outflow graft obstruction and suspected thrombus could not be confirmed based on the provided information. Review of the log files provided by the account confirmed low flow alarms. However, a specific cause for these events could not be conclusively determined through this evaluation. It was reported that the patient experienced many, incessant low flow alarms with high pulsatility index (pi) values. Additional information indicated that the patient had possible extrinsic outflow graft obstruction. Imaging revealed echo densities or pannus in the inflow cannula that were suspicious for thrombus. It was also noted that the left ventricle was dilated and the aortic valve opened on every beat. Mild aortic valve regurgitation was noted. A computed tomography angiogram (cta) reportedly revealed filling defects in the outflow cannula. An additional cta revealed the outflow graft with a filling defect. There was concern for a graft twist or thrombus. The patient resumed anticoagulation medication, and two large stents were ultimately placed in the outflow graft. The controller event log file contained data from 08:54:11 through 10:16:20 on (B)(6) 2022, per the timestamps. Transient low flow fault flags were captured on throughout the file when the estimated flow dropped below the upgraded low flow threshold of 2.0 lpm, to a range of 1.7-1.9 lpm. These faults resulted in four low flow hazard alarms lasting between 1 and 9 seconds, each. The remaining faults did not last long enough to trigger audible hazard alarms. The observed low flow events also appeared to be associated with elevated pi values. The controller periodic log file contained data from 17:55:38 on (B)(6) 2022 through 09:54:04 on (B)(6) 2022, per the timestamps. A total of 14 low flow fault flags were captured between (B)(6) 2022 and (B)(6) 2022, which resulted in a total of 2 low flow hazard alarms on (B)(6) 2022 and (B)(6) 2022. No other atypical events or alarms were captured. Despite the observed events, the files captured the pump functioning as intended at the set speed. Multiple attempts were made to obtain additional information regarding the reported events; however, no further information was provided by the account. The patient remained ongoing on heartmate (hm) left ventricular assist system (lvas), serial number (B)(6), until (B)(6) 2022 when the patient was ultimately explanted following cardiac recovery (reference (B)(4)). It was noted that the device will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas, including pump thrombosis. The section also addresses all pump parameters, including pump flow. Section 5 of the IFU, "surgical procedures", instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. This section also instructs to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 5 of the IFU, ¿surgical procedures¿, contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-chapter on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5 of the IFU, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This chapter also explains how to attach the bend relief. Section 5, ¿surgical procedures¿, explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. This section also states that if the aortic insufficiency is not addressed, the lvad will not be able to provide the intended flow. Section 6 of the IFU, ¿patient care and management¿, contains information regarding the recommended anticoagulation therapy and international normalized ratio range. Section 7 of the IFU, ¿alarms and troubleshooting, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address all system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The heartmate 3 lvas alarms for patients and their caregivers and clinicians explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 liters per minute (lpm). No further information was provided. The manufacturer is closing the file on this event.